Manufacturer narrative:
(B)(4). S/w version = unknown. Retainer ring = black. Customer returned pump for alleged cosmetic damage (cracked battery compartment) found on (B)(6) 2021. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, harness assembly vibrator, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked case on battery tube. Customer allegation of cosmetic damage(cracked battery compartment) was confirmed where cracked case on corner of belt clip rails and cracked case on battery tube. Flashing medtronic logo due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Blank display confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had crack. Customer stated that the location of damage was battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will continue the use of device.